Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code and beeping tones were heard. The battery longevity was noted to be at 14%. Currently, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code and beeping tones were heard. The battery longevity was noted to be at 14%. Subsequently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported.